Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging that the device is causing blood levels to drop. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.